Event description:
The customer's family member stated that the customer was changing the reservoir and did not disconnect from the pump before priming. The customer's bg was low and five minutes later it lowered more. Advised the customer's family member to call the emergency number. The paramedics arrived and took care of customer. It was stated that the customer seems to be fine. Later, the customer called back and wanted to know when to resume on the pump therapy. The customer's bg was going up by the end of the call and the paramedics left.